Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a starclose se device after an interventional procedure. Reportedly, the clip deployed on top of the skin and not in the artery. The physician felt the clip did not deploy properly. The clip was removed from the top of the skin with forceps and no medical intervention was required. Hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.